Manufacturer narrative:
Based on the investigation, which included a batch record review, visual inspection, and simulation of clinical use, no abnormalities were identified in the manufacturing process or in the product quality of the affected batch. All tested samples met the specified requirements and successfully passed all verification tests. Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. No trends related to this issue have been identified during our track-and-trend analysis.

Event description:
Customer reported that the sol-millennium syringe "split" during the injection of product from the syringe into an IV bag.